Manufacturer narrative:
Examination of the returned product by depuy material science finds the augment fractured due to low-stress, high-cycle fatigue. There were no inclusions or other material defects that contributed to crack initiation or propagation. Xrays and medical records were reviewed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fractured augment, pain, and cup loosening.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's hip was found to have dislocated. Also noted, the cup and augmentation were clearly loose and there was a broken screw. Osteolysis was also noted. At this time the two screws and polyethylene are being reported. The complaint was updated on: 04/06/2016.